Manufacturer narrative:
On 01/28/2016 the customer found a leak in tubing through pinch valve pv37 which caused the leak. Leaks at pv37 usually drip down to the peltier module causing the ambient/lyse temp errors. The customer was able to replace the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(6). The customer was able to fix the leak.

Event description:
The customer reported a contained cleaner leak of about 1 tbsp. From the coulter lh500 hematology analyzer during cycle. There were ambient/lyse temp error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.